Event description:
It was reported that the patient fell out of bed approximately two months ago and twisted her body while falling. The patient began having a burning sensation with terrible pain radiating from the device toward the left side of the buttock at the same time. The patient had an x-ray of her hip this past month and was told everything was okay. About two weeks ago, the patient met with the manufacturer representative who reprogrammed her device, but the patient had a burning sensation in the right upper rib cage area while the representative was reprogramming the device. The representative programmed the device to 0 and off recommending the patient should have the device removed. It was noted that the device turns back on by itself when she puts the patient programmer over her device and felt the burning sensation again. It was confirmed that the patient¿s device was off and was not feeling the burning/pain sensation. The patient wanted the device removed, so she did not have to feel the burning/pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient was having the device explanted and the device would not be replaced. The reporter stated, the patient had elected not to have another device since they did not feel the device was beneficial. It was noted that the surgery had not been scheduled, but would likely take place next week sometime. Additional information received reported the device was not working so they were having the device removed soon. It was noted the device was checked by a manufacturing representative who advised the patient to have the device removed.

Manufacturer narrative:
Product ID: 3487a, lot# l72717, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer.